Event description:
The patient's wife reported that her husband has been experiencing elevated blood glucose results for the past 2 1/2 months. The patient reported that his blood glucose reading was 500 mg/dl, so he bolused to reduce the elevated value. The following morning, his blood glucose value was 50 mg/dl (actions taken were not provided). He experienced irritability, red cheeks, nausea and vomiting. When the elevated blood glucose readings would occur, the patient would change his infusion site and bolus. The patient tried a different batch of insulin, but the elevated readings continued. During the troubleshooting call with the company representative, it was discovered that the patient does not allow the insulin to warm to room temperature before using. In addition, the piston rod and adapter have not been changed in over 5 years. The patient was advised on the labeling recommendations for insulin usage and changing accessories. The patient did not report requiring medical attention from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.